Event description:
The customer reported alarms for no apparent reason. There was no patient involvement.

Manufacturer narrative:
Correction/removed third party from previous MDR and added biomedical engineer. This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor. A review of the device history record showed the device had a manufacture date of 10dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported alarms for no apparent reason. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process.upon visual inspection the service technician noted that they replaced lower pressure sensor due to failed patient side occlusion. Lvp keypad recall completed. Replaced dim u4 on display board. Based on the findings, the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor. A review of the device history record showed the device had a manufacture date of 10dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarms for no apparent reason. There was no patient involvement.